Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Additional information: concomitant medical products. Investigation: evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, manufacturing instructions, and quality control data. One stone extractor was returned for investigation. The returned packaging confirms the lot number: 8780769. The device was returned with handle and basket formation in the closed position. Visual exam noted a gap in the wires of the closed basket formation. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. Visual exam noted no kinks or damage to the basket sheath. Functional testing determined the handle actuates the basket formation to the open position; but when the handle is in the closed position, a gap is visible in the closed basket formation. To conclude, the handle actuates the basket formation; however, when in closed position, the basket formation has a gap in the wires. The device history record review showed there were no non-conformances associated with the reported failure. A search of complaint records revealed this is the only complaint for complaint device lot number: 8780769. The instructions for use (IFU) contains the following: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The complaint device was found to have a basket that would not close fully. No damage to the device was found. The investigation conclusion is the cause is traced to the device design. Actions have been identified for this issue, but were not yet implemented at the time this device was manufactured. A quality engineer risk assessment concluded no risk further reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported that on (B)(6) 2018, the ngage nitinol stone extractor was to be used but the item would not close properly according to staff. Additional information received on 19-sep-2018 after follow up with the customer. The basket would not close all the way when received. Before use. The basket did not work after it was removed from package. When the tech and doctor trialed the basket, the basket did not open and close properly. The basket was never inserted into the ureteroscope. The basket would not close fully into the sheath. A new basket was opened and worked properly.